Event description:
It was reported that during a peripheral stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the mildly tortuous and severely calcified right internal iliac artery. The lesion was not pre-dilated. This 6.0x20x75cm express vascular ld stent was selected for treatment and advanced to the lesion against resistance due to the presence of atheroma plaque. During advancement, the stent dislodged from the stent delivery system (sds) in the aortic junction and migrated to the primary iliac. The stent was deployed in this location with the use of a balloon. The procedure was completed with a non-bsc stent in the target lesion. Patients' blood flow was "great". No further patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).